Manufacturer narrative:
D9 - date device returned to manufacturer: unknown. The investigation into the buzzer / alarm malfunction issue has been completed. Troubleshooting the issue led to replacement of the pbm assembly and fixing the console fully functional, reference the attached fs report. The pbm buzzer was confirmed to be out of specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that during maintenance, the battery failure alarm is not beeping at all. There was no patient involvement.